Event description:
It was reported that the right ventricular (rv) lead was observed to have begun operating differently since (B)(6) 2024, compared to the life of the lead. The pacing impedance and capture thresholds had significantly increased. Noise was observed frequently with the use of the left arm. Noise detection met ventricular fibrillation (vf) criteria for shock. The criteria were met but secure sense was on, the discrimination channel checked for and determined under sensing was occurring because secure sense was disabled automatically, and noise resulted in shocks being delivered. Programming changes were to the mode were made to left ventricular only and tachycardia therapy was disabled. The patient was stable.